Event description:
It was reported a sensor was inserted into a (B)(6) baby. The doctor stated the device had no data on the graph. Doctor was advised to look at sensor alert history. Two calibration error alerts were noted and a change sensor alarm. Advised the doctor the calibration was done when customer's blood glucose was 2.4mmol/l and it wasn't a good time to calibrate. The insulin pump was only being used only for monitoring and not to administer insulin. Current blood glucose was not provided. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.